Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated all pcbs and re-loaded the flash memory to restore function. The customer declined bard drive swap or data retrieval options. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had data retrieval issues. Possible image data loss.